Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed the atrial lead was oversensing noise triggering inappropriate mode switches. No changes or intervention was performed. The patient was in stable condition.